Event description:
It was reported that during a ptca procedure, a kink in the shaft was noted during advancement into the patient. The physician experienced deflation difficulties on the first inflation. The shaft of the catheter was cut and a syringe was used for deflation. Patient status is listed as "okay".